Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and endocarditis. The entire system was explanted. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.